Event description:
It was reported to medtronic minimed that the customer experienced pump error 35(a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported.mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Also, additional information has been received which was not included in the initial report. The information has been provided in section h6 (replaced health effect - clinical code 4582 with 1905 & health effect - impact code 2199 with 4613) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updates summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and pump error 35. The customer was treated with manual injection/insulin pen. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. It was unknown whether the customer used the insulin pump system within 48 hours at the time of the event or not. No further patient complications were reported. No product return required for mmt-1884. No product return required for mmt-397a. No product return required for mmt-332a.